Event description:
It was reported that during kit inspection the unit was solicited for repair as the handpiece was heating up when activated. Inconsistent speed was confirmed at final investigation. There is no patient involvement. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was low and under specifications. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: japan.